Event description:
Emt stated they were called because a person was found lying on the floor. They tested the individual's blood with the contour and the reading was 64mg/dl. Emt gave the patient 24g of glucose gel. He was not sure if the gel was given before or after the blood test. The patient showed little response to the gel, so the emt called the fire department. They retested the patient with their contour and the reading was 28mg/dl. The patient was given a dextrose50 injection and then was feeling better. She was given something to eat. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer returned the test strips for investigation. New meter and strips were sent to him.